Manufacturer narrative:
The instructions for use (IFU) and patient manual include a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by a vad coordinator during check after the software update that the controller failed the test at step: disconnect power sources - no "no power alarms" sounds (upgrade test procedure 2.10) while the controller was the primary controller at first. It was exchanged with the hospital stock one and the patient tolerated it well.

Manufacturer narrative:
The received controller passe external visual inspection but failed functional testing. The "no power" alarm remained silent when both power sources were disconnected from the controller. Internal visual inspection of the device found that the controller internal battery (bt1) that supplies power for the "no power" alarm had signs of leakage and its voltage was below specification. The reported event was confirmed. The most likely root cause of the reported event is a defective internal nimh bt1 battery. Heartware has opened an internal investigation to address the issue of controller "no power" audible alarm failures. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.